Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 35cm proximal to the lead tip. Only the distal fragment was received for analysis. The returned lead fragment was visually and electrically analyzed. The visual inspection revealed multiple abrasion marks along the lead body. Furthermore extraction damages were noted such as deformations of the conductor coils and cuts in the insulation. The lead tip was noted to be pulled inside of the tip insulation which most likely occurred due to tensile forces applied during the extraction procedure. During the electrical analysis, the dc resistance of the inner conductor coil fragment could not be measured due to the inserted extraction aid inside the lumen. The dc resistance of the outer conductor coil fragment was measured. No peculiarities were found. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical observation. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Lead was removed due to fracture. Should additional information become available, this report will be updated.